Event description:
The MFR received info alleging a ventilator alarmed and shut down while the device was in use. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR¿s authorized svc ctr, a ventilator inoperative code was found in the ventilator¿s downloaded error log. The device¿s sys board was replaced to address the logged error code. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition.